Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise leading to over-sensing. The rv lead was capped and replaced on 27 may 2022. The patient was stable throughout the procedure.